Manufacturer narrative:
It was reported to the arjo representative that there was the incident with the maxi move passive floor lift and passive clip sling. During the patient transfer to the bed, two caregivers were present. One caregiver lifted the patient leg over the bed, the resident started to complaint about the pain in the leg. Then, the caregivers noticed that the left shoulder clip become detached from the lift spreader bar. As a consequence, the resident slid of the sling and fell on the floor. As an outcome, the resident hit her head on the foot box situated on the wheelchair. The patient sustained broken right hip, pain in the right knee, bruises, and cuts in the groin area. After the event, the arjo service technician made the device evaluation. The lift visual inspection did not show any malfunction. The sling inspection revealed that sling did not have label there were no tears or stitching coming out. During the interview, the caregivers stated, that the patient often grabbed the top of the spreader bar to change position in the sling for more comfortable during transfer. The arjo service technician attempted to transfer himself by using the involved sling and lift, no detachment occurred. On the next step of testing, the service technician tried to re-create the situation described by caregivers. During the transfer, he pulled the spreader bar to change the position in the sling; the clips were securely attached to the spreader bar. The instructions for use for maxi move device (IFU (B)(4)) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: "make sure that: all clips are securely attached"; "note: to ensure the patient's maximum comfort, do not allow the patient to hold on to the spreader bar or the jib." "Warning: always check that the attachment is locked in place by: verifying the markings on the attachment that show that there is proper alignment, and verifying that the locking clip is fully engaged, thus ensuring that the attachment is securely fastened. An unsecured spreader bar may lead to a patient fall." Based on the product knowledge and a previous simulation provided regarding clip detachment, when the labeling is followed and the sling is placed in the correct way and the instruction of using the system is followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. To sum up, based on the root cause analysis assumptions performed by the facility and manufacturer's technical simulation the main factor, which could contribute to the event was not following the instructions for use in regards to correct and secure attachment of the sling clips. When the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. The system - clip sling and floor lift was used for the patient's treatment and in that way contributed to the alleged event. The service technician was unable to re-create customer allegation however, the clip detachment occurred and from that perspective, the system did not work as intended. The complaint was decided to be reportable due to the fact that one out of four sling clip detached from the maxi move device during the resident transfer and led to serious health consequences.

Manufacturer narrative:
Collecting information ongoing. Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during patient's transfer from commode to bed, while turning lift towards bed, left shoulder clip detached from the lift spreader bar. Resident fell of the sling and hit the head on the foot box of the wheelchair and then the floor. As the consequence of the event patient sustained fracture to the right hip, pain in right knee, bruises and cuts in groin area.